Event description:
The facility reported an infusion pump that underdelivered during biomed testing. The hospital representative stated they have no record of any patient incident involving this pump since the last baxter service event. During service testing, the baxter service technician confirmed that the device underdelivered.